Event description:
After approx 8 years of cochlear implant use, this pt reportedly could no longer hear with the device. No diagnostic testing was done by a company rep. Explantation/reimplant surgery was successfully completed in 2005.